Manufacturer narrative:
Signal cable.

Event description:
It was reported by service report that the bed's litter was stuck at mid height, and in a slight reverse trend position. No pt involvement or adverse consequences are reported.